Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a peaf redo procedure. While ablating in the right atrium, the tubing of the mifi was suddenly broke. The procedure was completed by exchanging the catheter. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting, dried body fluid was also found on the luer and distal end. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions during the functional inspection. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a peaf redo procedure. While ablating in the right atrium, the tubing of the mifi was suddenly broke. The procedure was completed by exchanging the catheter. No patient complications were reported.